Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6), 2011. According to the complainant, during the procedure, the device was advanced through a duodenal scope and inserted into the bile duct, half way out of the ampulla. The balloon was inflated and water was noted to leak out of a pinhole in the balloon. The balloon was deflated and removed from the scope. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.